Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, missing display window/cover, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Info information received by medtronic indicated that the insulin pump had button error. No harm requiring medical intervention was reported. The device will not be returned for analysis.